Event description:
It was reported via the attached article that the top reason for 30-day readmission, for studied patients, following vns implant was fluid and electrolyte disorders, residual codes. No other relevant information has been received to date.